Event description:
Took one test on wednesday, result negative, and then tested positive with a rapid antigen test at the doctor on friday. Did not keep the box or tests and thus product lot number is not available.

Manufacturer narrative:
Product lot number is not available because the customer discarded the kit box and tests. Complainant was tested with other covid-19 antigen test, not the pcr.

Manufacturer narrative:
Possible root causes of suspected false negative results reported by the complainant are following: 1. Complainant might not follow the instructions for use (IFU) a. Not performing test immediately after opening the test device in the pouch. B. Potential contact with foreign substances and household cleaning products during sample collection and testing. C. Operating test outside of storage conditions. 2. Complainant might not use the test in accordance with its intended use. A. Taking high doses of biotin (> 10 mg per day). 3. 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). 4. Tests might be exposed to extreme environmental conditions during storage. 5. Rapid antigen test that complainant performed might yield false positive result. We have reached out the complainant by a phone and was connected on (B)(6) 2022. The complainant dropped the call while answering some of questions required to rule out potential root causes. We are in the process of reconnecting with her to investgate facts and circumstance. An update will be submitted via a follow-up report.